Event description:
Intera oncology was notified by a registered nurse of a no-flow/slow-flow pump condition. On (B)(6) 2026, nurse reported that the patient experienced a prolonged postoperative hospitalization, resulting in the first pump refill occurring more than three weeks after surgery. On (B)(6) 2026, the pump reservoir was found empty. Intera oncology was not notified at that time. The clinic proceeded with a floxuridine refill and ordered a fluoroscopic pump study to assess catheter patency. The following information was subsequently provided by the reporting nurse: (B)(6) 2026: pump reservoir found empty at refill appointment (>3 weeks postoperatively). Pump refilled with 30 ml floxuridine. (B)(6) 2026: fluoroscopic study performed to verify catheter patency; no abnormalities identified. (B)(6) 2026: residual volume of 30 ml floxuridine aspirated from the pump. Pump refilled with 30 ml heparinized saline. (B)(6) 2026: full 30 ml volume of heparinized saline remained in the pump reservoir. Catheter was flushed using a bolus needle with no note of resistance. Cathflo was instilled. (B)(6) 2026: residual volume of 27 ml remained following a trial of heat application over the pump as recommended by the treating surgeon. After (B)(6) 2026 refill, the clinic planned to attempt an additional trial of heat and monitored the residual volume. The result of this refill is unknown. However, on (B)(6) 2026, the patient's pump was explanted and was successfully implanted with pump serial number (B)(6).

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On may 26, 2026, intera oncology shipped a return kit to retrieve the device for evaluation. As of today, we are waiting for the device to arrive. Therefore, once the device arrives and is evaluated, a supplemental report will be submitted.